Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that tendril lead exhibited lead failure. The failure was generically classified as: noise that is characteristic of an insulation breach and not felt consistent with electromagnetic interference ¿ emi. Repeated low impedance with a clear change from a previously normal value. Lead fracture, defined as a clinically significant rise in impedance and or abrupt rise in pacing threshold with loss of capture despite maximal output. There was no clear indication as to which lead showed which failure. No additional information was reported.